Event description:
According to the surgical assistant in the room, the surgeon placed the tsw 35 on the pedicle and when firing the stapler, the staple cartridge did not fire completely. It did cause some bleeding to the patient, but another stapler was opened and fired on the pedicle. There was no harm to the patient.